Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that on a routine follow up the bifurcated stent graft has migrated 5 mm distally due to aortic neck dilatation. The iliac artery distal to the stent graft was also dilated due to vessel morphology changes; however, no endoleaks were identified. Distal and proximal extensions were implanted, resolving the event. No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that there was vessel morphology changes resulting in the proximal stent graft seal was compromised.